Event description:
Customer reported that the quick bolus/wake button on their pump was difficult to press and often required multiple attempts to activate the pump screen. There was no reported impact to the customer¿s blood glucose level, as the caller declined to provide specific details. Technical support instructed the customer on methods to attempt to resolve the issue, including removing the pump from its case and applying firm pressure to the button, but the problem persisted. As the pump was under warranty, technical support arranged for a replacement. The customer was advised to return the malfunctioning pump with a pre-paid label after allowing its battery to fully deplete, and the customer agreed to this process.